Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. Because no date of incidence was mentioned in the cc-notification, the last therapy, which was described in the complaint description, was analyzed. On the (B)(6) 2020 a space line was inserted into the device. After two infusion, which were iinfused without any errors, the next infusion started with a vtbi (63,22) and a time (30 minutes) was set. The infusion started at 12:10pm with a rate of 126,4ml/h. 28 minutes after starting the infusion, the first "too few drops" error occurred. After this, the settings were changes and the infusion started again. The error "too many drops" occurred. In the history are the errors "no drops", "too many drops" and "too few drops", besides the uncounted errors "upstream" or "flow", from the (B)(6) 2020 till (B)(6) 2020 occurred 39 times. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing part were available and undamaged. No soiling or damages of the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. Furthermore the received accessories power supply sp, drop sensor and the pole clamp sp were functional investigated. No problems could be found. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,99 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the previous investigation only the upper housing part was removed and the inside of the device was investigated. No damages or residues of liquid could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion". Customer information: the pump delivers only half of the volume to be administrated when the parameters are not entered manually.